Event description:
Pt came to facility to have right pleural pleurx drain checked as wife states it is not flushing and x-ray and ultrasound show right pleural effusion. Pt lying supine on stretcher with hob up approx 45 degrees, provider removed dressing and insertion site looks benign. Provider attempted to flush tube with 10 cc sterile normal saline which causes the valve to "pop" off. Provider immediately placed valve back in tube. Rt pleurx catheter removal on (B)(6) 2017.